Manufacturer narrative:
Unknown taper. This event was reported by the patient to the FDA. To date, apollo has been unable to confirm the reported events with the patient's physician as contact information was not provided. Device labeling addresses the reported events as follows: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Slippage and/or pouch dilatation of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a band slip. Patient had a second surgery to reposition the slipped band. The patient continued to have gastroesophageal reflux disease that was brought on from having the band. "Every time the band had saline inserted after the slip repair, it would cause me to vomit in my sleep. An upper gastrointestinal radiology study, it was revealed I had a pouch dilation. Conservative measures were taken to try to reverse the dilation which included removal of all saline and a liquid diet for 2 weeks. Another upper gastrointestinal radiologic study showed the dilation was still there which required the band to be permanently removed."